Event description:
Procedure type: low anterior resection. According to the reporter: the procedure seemed to be going fine with no indication of issues until it was discovered that the staple line and donuts were found to be incomplete and leaking profusely. The case was completed with hand sewn anastomosis. Operating time was extended by longer than 30 minutes, however no other adverse patient effects were reported. There was unanticipated tissue loss from the three attempts at firing. There was no bleeding of more than 500cc.

Manufacturer narrative:
(B)(4).